Event description:
It was reported that an unspecified malfunction alarm occurred. Additional information was unable to be obtained as the caller was an unauthorized contact for the customer. Multiple attempts were made by tandem technical support to follow-up with the customer or an authorized person on the reported issue, but no response was received. There was no reported adverse impact to the customer's blood glucose level.